Manufacturer narrative:
H3: the analysis of the power tray was completed by medtronic personnel. The tray was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the charger enclosure was completed by medtronic personnel. Testing found that the system would not ready and an error message appeared when the charger enclosure was installed in a known operational imaging system and that a charging issue was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. After extensive troubleshooting it was determined that 400 volts from the batteries was not passing through the power tray assembly and in turn the generator would not boot to a ready state. A power tray was replaced however this did not resolve the issue. After further troubleshooting it was determined the power tray 400 vdc relay was not receiving 24 vdc from the charging enclosure that energizes the power tray relay which is why the 400 vdc was not passing through the power tray. Replaced the charger enclosure and verified 400 vdc was now passing through and turning on the generator so that the imaging system was now in a normal and ready state. Verified operations both 2d and 3d and image quality passed. The power tray and charger enclosure were returned for analysis. Currently under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the system will not initialize. No patient was present.